Event description:
It was reported that the asymptomatic patient presented in clinic for a routine device check. Upon interrogation of the device oversensing was noted. The device was programmed to bipolar, the patient would continue to be monitored.

Manufacturer narrative:
(B)(4).